Manufacturer narrative:
Reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd q-syte¿ luer access split-septum stand-alone device boxes had their expiration dates blocked by the chinese label. The following information was provided by the initial reporter, translated from chinese: "when the nurse checked the validity period of the items in the department, they found that the consumables boxed q-syte, and many of the expiration date of the product is blocked by the chinese label. Although the products were within the validity period, they did not cause any adverse consequences for patients. There is an unsafe hazard."

Event description:
It was reported that 4 bd q-syte¿ luer access split-septum stand-alone device boxes had their expiration dates blocked by the chinese label. The following information was provided by the initial reporter, translated from chinese: "when the nurse checked the validity period of the items in the department, they found that the consumables boxed q-syte, and many of the expiration date of the product is blocked by the chinese label. Although the products were within the validity period, they did not cause any adverse consequences for patients. There is an unsafe hazard."

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that 4 bd q-syte¿ luer access split-septum stand-alone device boxes had their expiration dates blocked by the chinese label. The following information was provided by the initial reporter, translated from chinese: "when the nurse checked the validity period of the items in the department, they found that the consumables boxed q-syte, and many of the expiration date of the product is blocked by the chinese label. Although the products were within the validity period, they did not cause any adverse consequences for patients. There is an unsafe hazard." H6: investigation summary a physical sample was not available for investigation but bd was provided with three photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 1021720, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed a chinese language label had been placed over the english language label. It appeared to be a sticker that was attempted to be removed, but some of it was still attached to the label and covered the expiration date. Therefore, based off the provided photos the reported defect was verified. However, the chinese language label was not placed at the bd manufacturing site. There was a correct location to place the label and the label should not have been blocking the expiration date or lot number information. Since the label was not associated with the manufacturing, packaging, and labeling process performed by bd, and all the printed information on the product was correct, the root cause was determined to be supplier related. H3 other text : see h10.